Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-45 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for high superior vena cava (svc) coil impedance. A fracture was suspected. Further testing showed normal readings. The alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.